Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up three days post implant, the device exhibited intermittent ventricular capture at 7.5v, 1.5ms. The lead was subse- quently replaced and discarded.